Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned lancing device failed testing. Investigation revealed that the spring was misaligned. Lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's fiancé contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch delica lancing device was not working. The reporter claimed that the lancing device would not cock, even after sliding the cocking control back. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for a follow-up. The patient's fiancé reported that the alleged issue began a couple of weeks prior to contacting lfs. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient discontinued testing her blood glucose as a result of the alleged issue. The reporter claimed that on an unspecified date/time, after the alleged issue started, the patient developed symptoms of feeling shaky and "low sugar levels". The reporter denied that the patient received medical treatment. At the time of troubleshooting, the csr noted there was no known misuse to the lancing device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.